Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output, programming problems and that the device was in backup code a.